Event description:
Medtronic physio-control is investigating reports of h-bridge module failures on te main circuit board assembly during the mfg process. If these modules fail, the circuit board assembly may not function and defibrillation therapy may not be delivered. There have been no reports of this failure in distributied product.